Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a transfer set disconnected from the patient line of a cassette and solution leaked onto the floor. The technical service representative advised the nurse to restart therapy using all new supplies. There was no report of patient injury or medical intervention associated with this event. No additional information is available.